Event description:
Invalid result. When the customer performed the test correctly, customer got a red line next to the t-line only, nothing next to the c-line. Customer performed the test correctly with 4 drops of the buffer solution into the s-well and waited the 15 minutes. The customer does not have the ability to send us a picture of the test cassette.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090007 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090007 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. When the customer performed the test correctly, customer got a red line next to the t-line only, nothing next to the c-line. Customer performed the test correctly with 4 drops of the buffer solution into the s-well and waited the 15 minutes. The customer does not have the ability to send us a picture of the test cassette.